Event description:
In 2006 the facility contacted baxter customer service to report a 1550 hemodialsysis instrument with high bacteria counts. The instrument was bleached twice during bio-med testing, but was still showing bacteria cultures over 200. A baxter field service rep (fsr) went to the facility two days later to evaluate the instrument. The fsr repaired a leak (drip) at the disinfect control valve, checked disinfection operations, and completed a service call checklist. The fsr then completed a full system disinfect and recommended that the organism be identified and cultures be taken in the manner which is in accordance with the procedure described int he operator's manual; that an air gap be maintained at the drain site, and that the filter changing and disinfection of the feed extra-pure ro be in accordance. No pt injury or medical intervention was reported in association to this incident.